Event description:
A consumer reported for the past two weeks they noticed "fluctuations" in stimulation with adaptivestim active and without. No matter what position the consumer was in they would feel stimulation increase sharply, and then level out shortly after. There were no falls or traumas reported related to this issue, and it wasn't related to positional movement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the device wasn't working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.